Event description:
Determined to be reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention procedure the balloon was found to be leaking. The lesion was located in a calcified left anterior descending artery. Half way through the procedure a 2.0x12 maverick2 monorail balloon was leaking blood from the hub. Another maverick2 monorail 2.0x15mm balloon was used to complete the procedure. The pt status is listed as stable with no complications reported. Device analysis revealed that the shaft was broken.

Manufacturer narrative:
Visual and microscopic examination revealed a break that occurred in the hypotube. The break was measured at approximately 69.5cm distal from the strain relief. The break was kinked at the point of separation. The tip section of the device was visually microscopically examined with no issue was noted with its profile. The balloon was not tightly wrapped and was subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device has been used in vivo. A visual examination showed that there were no cracks or dents on the catheter's hub. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).